Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. The complaint of holes/cuts/torn for device cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
It was reported that regarding a tego¿ connector that they have multiple issues with them tearing and needing replacement. There was patient involvement and unknown patient harm.